Manufacturer narrative:
H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The device is on its way to the manufacturer and will be investigated after the receipt. Further investigation is being conducted and will be included in the final report.

Manufacturer narrative:
Engineering investigation: this complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced a stuck deployment line with bowstringing of the endoprosthesis, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. The viabahn® device was returned to gore for evaluation, and deployment of the inner zipper had not been initiated. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. The cause for the reported deployment difficulty with bowstringing of the endoprosthesis could not be established. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode potentially associated with this event.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3 other: the delivery catheter including device will be returned for further investigation. A product history review is being conducted. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment in the cephalic vein - subclavian vein for a junction ipsilateral to a functional arteriovenous fistula (avf) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that a 260 cm standard hydrophilic guidewire was used, the physician considered this a standard case where there was no tortuosity, and that the catheter was held straight outside. During pulling the deployment line, it got stuck at the apex of the device and no deployment was possible. No matter how hard it was pulled, it would not deploy but would rather bend the device itself (bowstringing). The deployment was then abandoned and the device removed successfully without any issues. Another device, same size and brand using the same guidewire and sheath was implanted successfully. There was no report of patient harm.